Event description:
Customer advised that where the transfer set connects and clips into the cannula line there is a small amount of insulin leakage. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.